Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the power supply was defective. The cse replaced the power supply after verifying the instrument functionality and electrical safety. The cause of the instrument stopping and producing a loud noise and scorched smell was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an immulite 2000 xpi instrument contacted a siemens customer care center (ccc) specialist and reported that during routine operation, the instrument stopped and produced a loud noise and scorched smell. The operator switched off and unplugged the instrument. Patient results could not be reported out as the instrument was not operational. It is unknown if the samples were processed again. There are no reports of injury to staff, damage to property or adverse health consequences to the patients.